Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was in range of 40 mg/dl and over 400 mg/dl. Customer other relevant blood glucose level was over 200 mg/dl. It was also reported that the insulin pump had unexplained no delivery alarm however up button, act button and bolus button were unresponsive. The insulin pump will not be returned for analysis.